Manufacturer narrative:
This report is submitted on january 7, 2019. Registration number (B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth at the abutment site and subsequently underwent revision surgery on (B)(6) 2018, to replace the abutment for a longer one.